Manufacturer narrative:
(B)(4).

Event description:
A u.s. Distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as irritation that is now sores which have scabbed over but did open at one point. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.